Manufacturer narrative:
Reporting address state, postal, institution phone:(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the operational check failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text: the customer re-welded circuit on external paddle to solve the issue, no onsite repaired was requested from customer. No evaluation performed by phlips.